Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) with a carto® 3 system and a map shift issue occurred. There was no error given by the carto® 3 system , the shift was a visible. The issue seen during ablation. The approximate difference in catheter location before and after map shift was 8 mm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Device evaluation details: the reported issue has been investigated. It was found that the respiration graph is affected by ablation, it is resulting from the patch amplifier saturation, a normal system behavior. Per the biosense webster inc. (Bwi) representative there was no map shift but catheters were moving on ablation start and stop. The bwi field service engineer followed up with the bwi representative and confirmed that no service for the carto® 3 system was being requested at this time. The history of customer complaints reported during the last year associated with carto 3 system (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system (B)(6), and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) with a carto® 3 system and a map shift issue occurred. The carto® 3 system shifted as soon as rf was turned on. The reporter stated that the movement mimicked inspiration/expiration. The indifferent electrodes were placed on the hips away from all other cables. Further troubleshooting was declined to proceed with the case. There was no error given by the carto® 3 system , the shift was a visible. The issue seen during ablation. The approximate difference in catheter location before and after map shift was 8 mm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift.